Event description:
During a coronary artery stenting treatment procedure a shaft break occurred. During advancement of the 3.00 x 16 mm taxus express2 drug eluting stent on the guidewire the shaft broke in half. The taxus stent had not yet entered the body and the procedure was successfully completed with another 3.00 x 16 mm taxus express2 drug eluting stent. No patient complications were reported. The patient status is reported as `satisfactory/good.'

Event description:
Other devices used during procedure include: fc, 3mm, 0.035", 150 cm guidewire, 6fr transradial sheath kit, a2, 100cm, 6fr multipurpose guide catheter, 0.014", 190 cm hi-torque balance middle weight guide wire.